Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure while in use on a pt. The customer reported there was no pt harm. As the device was out of warranty, the mfrs product support engineer advised the customer to evaluate the cpu pcb board for replacement to address the reported problem. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Out of warranty; no request for mfrs service.